Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 2:30pm, the patient was feeling dizzy, weak, sweaty, had brain fog, and a headache. The patient¿s cgm was reading 54 mg/dl. No bg meter comparison value was taken at that time. The patient¿s neighbor called ems and once they arrived, the patient was transported to the emergency room (ER). It was not clarified if ems tested the patient's bg meter value or if any medication or treatment was provided to the patient. At the ER, the patient¿s bg meter reading was 400 mg/dl. The patient¿s cgm showed a ¿sensor failed¿ alert at this time. The patient was treated with IV fluids and was discharged home after being in the hospital for 24 hours. The patient the feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.